Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated that when he enters 20 it goes to 200. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected number ramping noted. No moisture damage or corroded keypad traces noted. All buttons function properly. Lcd connector was inspected and it was locked. No anomalies were found. The device passed displacement test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, cracked reservoir tube, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.